Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that 2.5 mos. After the dental implant and abutment were placed in ada site 20 in the mouth, the implant did not integrate. Clinician reports peri-implantitis, pain, swelling, bone loss and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. (B)(4). The dentist reported that immediate load procedure was performed.

Event description:
The clinician reports that 2.5 mos. After the dental implant and abutment were placed in ada site 20 in the mouth, the implant did not integrate. Clinician reports peri-implantitis, pain, swelling, bone loss and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).